Manufacturer narrative:
Additional information obtained indicates that prior to explant surgery, the medical intervention the recipient received included coverage of the extruded device with local flaps. On (B)(6) 2020, the recipient underwent negative pressure wound therapy (npwt) with irrigation. The bacteria was cultured and the results indicated methicillin-resistant staphylococcus aureus (mrsa). The recipient was treated with vancomycin. On november 10, 2020, the recipient underwent additional npwt with irrigation following device explantation. The recipient's infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection since implantation and device extrusion. The recipient was given medical intervention. The recipient's device was explanted. The recipient was not reimplanted. The recipient's infection is resolving.